Manufacturer narrative:
The reported unit was not made available for evaluation. The customer was trained in repair of the unit and shipped a replacement part. No further information is available. No patient injury reported. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. There is no service history on file with the manufacturer for the reported device. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. A review of the user manual indicates the performance verification procedure is intended to be performed in hospital by qualified technical personnel, and should be performed at least once per month or more frequently if desired. A warning states, "if the ventilator fails to meet any design specifications, it should be removed from use." And "factory service should be performed at 2 year minimum intervals" should the product be returned or new information is made available, a follow-up report will be provided.

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported that, "vent does not cycle". Patient involved but no patient injury.